Manufacturer narrative:
Device received with blank display due to moisture damaged electronic assembly. Also moisture damage motor during visual inspection. Unable to perform operating current test, a21 error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify failed battery test alarm, prime/fill anomaly, rewind anomaly, button keypad anomaly, missing segment/partial display anomaly due to blank display. Device had cracked lcd window, cracked case at display window corners.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had sticky or non-responsive buttons which are harder to press. Customer¿s blood glucose was unknown at time of incident. Customer stated that insulin pump rejects new batteries, insulin pump have to rewind for more than once, insulin pump rewind little slower, also scratches or damage on display affects ability to read the screen. Customer also stated that they had cracks, fractures or significant damage to the left upper corner of insulin pump and when changing reservoir they noticed chipping off of the plastic as it fell in toilet. Insulin pump will not be returned for analysis.